Manufacturer narrative:
The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for noninvasive blood pressure (nibp), pulse rate (pr) nr, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2) , body temperature in normal and axillary modes. The most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. The power cord was not returned to hillrom for inspection, therefore a root cause of the reported issue could not be confirmed. The customer was provided with a replacement power cord to resolve the reported issue. Although there was no injury reported, if the reported incident of frayed power cord with exposed wires were to recur during use, it could lead to a serious injury of death, therefore hillrom is reporting this malfunction.

Event description:
The customer reported that the power cord was damaged with exposed copper wires. There was no injury reported. This incident was captured under hillrom complaint ref # (B)(4).